Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose level of 470 mg/dl. The customer¿s current blood glucose was 230 mg/dl. Emergency medical service was dispatched as result of diabetes ketoacidosis. Customer treated with insulin pump and hospitalized. Customer was wearing the insulin pump at time of hospitalization. Customer stated that the drive support cap was normal. The product was not returned for analysis.